Manufacturer narrative:
The associated complaint devices were not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a tha procedure, reamer broke during reaming the acetabulum. Delay form 30 minutes to 1 hour reported. Backup device available. No impact or injury to patient reported.